Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: were any staple formation issues noted during primary or secondary procedure? No were there any issues with oozing during primary procedure? No what is the product code of the reloads used? 1x gst60t and the remainder gst60g where was the location of the bleeding and what color reload was used in that area? The surgeon stated that it was around the area where the 3rd firing would have taken place and that it was a green gst reload. What is the age, gender and bmi of patient? Not known what is the current patient status? Patient discharged and doing well.

Event description:
It was reported that the patient underwent a gastric sleeve procedure. One of the theatre nurses informed me that the patient went tachycardia and hypotensive in the ward. Patient was taken back to theatre and the surgeon noted a hemostatic leak on the staple line. Patient lost a significant amount of blood and required a blood transfusion. The surgeon oversewed the staple line and controlled the bleeder.

Manufacturer narrative:
Product complaint # (B)(4).